Event description:
It was reported that during a clinic visit, the health care professional (hcp) reported experiencing difficulties interrogating this implantable cardioverter defibrillator (ICD) device with the programmer. The hcp called technical services (ts) and requested troubleshooting assistance. Ts confirmed the correct programmer was in use and assisted the hcp in troubleshooting and rebooting efforts. Troubleshooting and rebooting efforts were unsuccessful. . Ts advised the hcp to contact the local field representative for further troubleshooting assistance. At this time, the ICD and programmer remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding initial reporter last name and device having successful interrogation. At this time, the field representative is unable to provide any additional information. Should additional information become available this report will be updated.